Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported, during a thr surgery, the femoral head impactor broke off. Incident occurred with instruments inside patient. Surgery was resumed, without any delay, using a smith and nephew back up device. Patient was not harmed beyond the reported issue. No further complications were reported.

Manufacturer narrative:
H11: corrected information in h6 (health effect - impact code).

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned device confirms a piece of the impactor tip is missing, rendering the device inoperative. The missing piece was not returned with the device. The device shows signs of significant wear and use. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.